Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The service representative directed the customer to reset the circuit board number two on the back of the work of the workstation. The system was tested and found to be working as intended and put back in service.